Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. It was noted that the capsule trocar was advanced. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.